Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak inside the coulter lh 750 slidemaker and on the countertop. Customer reported that the leak was not contained inside instrument. Customer reported that stain quality continued to be good until the unit stopped making slides. Customer reported that the volume of the leak was approximately 5 cubic centimeters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the quick disconnect (qd) 9 was loose. The fse tightened qd9, reset the instrument workstation and cleared the vacuum accumulator chamber. The fse verified the instrument's operation.

Manufacturer narrative:
(B)(4).